Manufacturer narrative:
Product event summary: analysis confirmed the reported event; solder joints of the rf (radio frequency) head connector were cracked and the rf head connector was found loose. Analysis also found the system fan was noisy and the power cord bay latch tab was broken.

Event description:
It was reported the plug for the rf (radio frequency) head is broken and does not make good contact. There was difficulty interrogating devices. The rf head was replaced but the programmer still has issues. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.